Event description:
It was reported several different leaks occurred at the needleless connectors during a patient's infusion with several medications. There was no patient harm. Three needleless connectors were attached to microbore extension tubings. Two of these needleless connectors had a piece of tape with "leak" noted. The extensions were attached to three additional needleless connectors on the ends of a trifuse extension set. The lines were labeled "fentanyl," "versed," and "intermittent." The fentanyl and versed lines had a piece of tape with "leak" noted next to the needleless connector. The male end of the trifuse had a label indicating that it had been attached to a t-connector extension set leading to the patient's IV access device.

Manufacturer narrative:
Concomitant medical products: unknown t-connector and IV access device; td unk the customer¿s report that the needleless connector leaked was confirmed. Visual inspection showed no anomalies. Functional pressure testing replicated a leak from two of the three extension sets model 11088483 that were labeled with medical tape indicating ¿leak¿. The leaks were observed on the two separate sets at the connection between the smartsite connectors and the sets' female luers. The root cause of the leak is due to a discontinuous surface contact caused by a molding defect in the female luer of extension set model 11088483.

Event description:
It was reported several different leaks occurred at the needleless connectors during a patient's infusion with several medications. There was no patient harm. Three needleless connectors were attached to microbore extension tubings. Two of these needleless connectors had a piece of tape with "leak" noted. The extensions were attached to three additional needleless connectors on the ends of a trifuse extension set. The lines were labeled "fentanyl," "versed," and "intermittent." The fentanyl and versed lines had a piece of tape with "leak" noted next to the needleless connector. The male end of the trifuse had a label indicating that it had been attached to a t-connector extension set leading to the patient's IV access device.